Event description:
It was reported that the patient experienced a loss of therapeutic effect (incontinence) and could not feel a stimulation sensation following a fall the first week of (B)(6) 2012. An x-ray was taken of her knee and it appeared to be better. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported it was unknown whether the device was the cause of the event. Impedance measurements, hosp italization and sign/symptoms were also unknown. Reprogramming was done on (B)(6), 2012 but the patient had not called back with respect to the results of the reprogramming.

Manufacturer narrative:
Concomitant medical products: product ID unknown, lot# unknown. Product type: lead: product ID 3037, serial# unknown. Product type: programmer, patient. (B)(4).